Manufacturer narrative:
The pacemaker was not returned for analysis. This report is therefore only based on the analysis of the returned data as well as the inspection of the quality documents associated with the manufacture of this device. The manufacturing process for the pacemaker was reviewed. All production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. The available data was inspected. Inspection confirmed the clinical observation. Detailed analysis revealed that this event occurred due to a rare conflict involving the rv continuous capture control function (rv-ccc). Particularly, the conflict led to a temporary suspension of rv-ccc and thus, to a pacing output being fixed at the last adapted pacing output value. The rv-ccc is an algorithm that is activated together with the rv capture control function. It monitors effective pacing on a beat-to-beat basis and provides backup pacing in case that a loss of capture is detected. Also included in the capture control feature is the nightly automatic threshold test. This test restarts the rv-ccc algorithm and automatically resolves potential conflicts. The information generated in the course of this analysis has been entered into our quality system and will be used to further improve device performance. To date biotronik is aware of only one similar event. The worldwide complaint rate is (B)(4).

Event description:
(B)(6) 2025, the patient visited the emergency department for an issue unrelated to the pacemaker. Surface ECG confirmed atrial tachycardia and ventricular capture loss. The ventricular threshold was measured in both manual and auto modes, and the value remained favorable at 1.2 v / 0.4 ms. Lead remains implanted. Should additional information be received this file will be updated.